Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room and was admitted to the hospital. Review of device data found this device exhibited a battery depletion (bd) error. A request was made to have data analyzed. Data analysis confirmed the bd error is due to magnet detections and the error can be reset. At this time, the device remains in service. No adverse patient effects were reported.